Manufacturer narrative:
Info not provided. Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are retuned, lifescan will evaluated it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
A pt reported blood glucose results of 187 mg/dl with a lifescan meter and 121 mg/dl with a lifescan meter and 121 mg/dl on a laboratory device, performed within 10 minutes of each other. The pt retested and obtained a result of 145 mg/dl with a lifescan meter and 188 mg/dl on a laboratory device. Between the tests there was no intervention that would be expected to change the blood glucose. Based on statistical methodology, the calculated difference of thee glucose results exceeds lifescan's criteria for accuracy, thereby indicating a potential malfunction of the meter in terms of accuracy. The customer service representative walked the pt through two consecutive control solution tests and both results fell outside the specified range. Based on the failed quality control tests, there is an indication that the product malfunctioned and that the event meets the criteria for a medical device reportable. Meter and tests strips were replaced.